Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately high compared to another meter, and also compared to his feelings / normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at an unspecified time, when readings of ¿286 and 280mg/dl¿ were obtained using the subject device compared to readings of ¿190 and 192mg/dl¿ obtained using a onetouch ultralink device. Both readings were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan¿s criteria for accuracy. The patient also reported an elevated reading of ¿155mg/dl¿ obtained using the subject device on (B)(6) 2015 compared to his feelings / normal readings. The patient manages his diabetes with an insulin pump, and denied making any change to his usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of ¿lightheaded and dazed¿ between approximately 15 minutes to 2 weeks after the alleged issue began. The patient reportedly self-treated with food and drink on (B)(6) 2015. At the time of troubleshooting the csr noted that the testing procedure was correct, an approved sample site was being used and the test strips were not expired. The csr walked the patient through a control solution test and the result was not in range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction as the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.